Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system (B)(6) lot # v04262151 right, (B)(6) (pli-10) left contra limb and (B)(6) lot # v04258929 right ipsilateral extension were implanted in a patient for the endovascular treatment of a 50 mm diameter fusiform abdominal aortic aneurysm on (B)(6) 2014. The proximal neck diameter was 19mm and distally it was 20mm with a length of 31mm. Diameter of the right common iliac: 12mm, diameter of the right bifurcated internal iliac artery: 10mm, diameter of the left common iliac: 15mm, diameter of the left bifurcated internal iliac artery: 13mm, minimum diameter of the right external iliac artery: 7mm, minimum diameter of left external iliac artery; 7mm. Aneurysm length to bifurcation: 102mm, right common iliac artery length: 54mm, left common iliac artery length: 45mm. The terminal aorta was narrower than the pre-operative measurements and inner lumens of both sides were confirmed with ivus during the index procedure on (B)(6) 2014. A non mdt stent (luminexx12mm4cm) was also implanted. Approxi mately 1 month post the index procedure 2 non mdt bare stents were implanted to treat a limb occlusion and 2 months post the index procedure a fem fem bypass was performed for treatment of a left occlusion. It was reported approximately 10 years post the index procedure the patient presented emergently with abdominal pain. The patient was admitted and laparotomy was performed due to a rupture from a type ia endoleak and left limb occlusion. Only the main trunk of the central stent graft was left implanted. This will be connected to a straight artificial vessel (16x16 straight graft) during further planned intervention.